Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer states that the patient alleges that the boom just bent while the patient was in the lift. The dealer states that the patient weighs about (B)(6). The patient was not injured.